Event description:
A little less than three months prior to the date of this report, it was reported the patient experienced a loss of therapeutic effect. It was stated that therapy worked good for the first year, but the patient had not been getting therapy relief for several months. The patient needed to wear a pad all the time and when they would have the urge to go, they did not make it and it would ¿gush out.¿ stimulation was currently set at 5.2v. It was noted that stimulation would hurt if increased. The patient wanted to know how to go about getting the device removed. It was noted the patient had not seen a healthcare provider about the device. As of the date of this report, it was stated the cause of the event was unknown. It was noted there were ¿four circuits¿ that were greater than 4,000 ohms. The patient¿s device was reprogrammed on (B)(4) 2013. No hospitalization was required and the patient will have a follow up in six months. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037 lot# serial# (B)(4) product type: programmer, patient. Product ID: 3093-28 lot# v671773 implanted: (B)(6) 2011, product type lead. (B)(4).